Manufacturer narrative:
Vyaire has reached out to customer to provide the complaint device for further investigation. At this time we are currently waiting for the sample. If the customer provides the sample for further investigation or additional information is obtained, vyaire will provided a follow up emdr.

Event description:
Customer reported device fetal scalp electrode (fse) was placed during decel by the dr. The internal didn't ever work cord was replaced. Returned to external monitoring.